Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead became dislodged on (B)(6) 2018, but was not revised due to afib. Patient went into sinus rhythm in (B)(6) of 2019, and the physician deemed it appropriate to implant a new lead on (B)(6) 2019. Should additional information become available, this file will be updated.